Event description:
It was reported that the unit goes to standby on its own. It was further reported that the bubble switch is flaky.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.